Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 92 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump was received with minor scratched display window. The unit was received with cracked case display window corner and cracked reservoir tube lip.